Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted various solutions such as using a different wall adapter and charging cable, but the issue persisted. Tandem technical support decided to replace the pump, confirmed that it was under warranty, and instructed the caller to put the pump into storage mode and return it using a pre-paid label. The customer acknowledged the instructions and planned to use an alternate insulin delivery method as a backup.